Event description:
The pt was hospitalized due to an infection following generator replacement surgery. The pt's family is considering having the entire system (generator and lead) replaced due to the infection and possible lead malfunction (reference medwatch report #1644487-2004-00740). Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.